Event description:
Shortly after implant procedure, the patient reported a rash all over her body. The physician determined that the patient had an allergic reaction to the antibiotics prescribed for the surgical procedure. The physician treated the rash with steroids. The patient's rash has now cleared.

Manufacturer narrative:
The patient's system remains implanted. This is the final report.